Manufacturer narrative:
UDI: (B)(4). The device serial number was unknown. The device manufacture date was unknown. Concomitant med products: adapter device. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to the device being dropped or mis-aligned during use (user error) which is improper device use and user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that two adapter devices were broken. During in-house engineering evaluation, it was determined that one of the adapter devices had broken in two pieces at the proximal end. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.